Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced limb ischemia requiring intervention. The patient was taken to the catheterization lab and cardiac arrested upon arrival. Return of spontaneous circulation was achieved and the impella cp device was placed using best practices. The left anterior descending artery was opened with a drug-eluting stent placement. Following, the peel-away sheath was removed, and repositioning sheath was inserted. Valve wire marked and distal runoff completed. There was no distal flow visualized; therefore, the physician placed antegrade and retrograde sheaths for fem-fem bypass to perfuse limb. The patient was reported to be stable following the event. Three days later the patient was successfully weaned of the impella mcs and all drips. Closure of impella access site as well as fem-fem bypass were successful. The patient remained intubated until end of best rest.